Event description:
It was reported that during an implant attempt, the helix would not advance. Approximately 20 turns were attempted, but no movement was made at the helix. The lead was removed and another approximately 20 turns were attempted with the same result. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection.